Event description:
It was reported that the pump was hot to touch while charging. Reportedly, the customer was using non-tandem wall adapter to charge the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was sent a replacement tandem usb cable and wall adapter.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.